Manufacturer narrative:
The device was not received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported during treatment with a revaclear 300 dialyzer an external blood leak at from the venous side was observed. The event occurred one hour and thirty-five minutes after treatment started. Treatment was stopped and the blood was returned to the patient. The estimated blood loss was reported to be less than 150 ml. The lines and filter were replaced and treatment was started again. There was no patient injury or medical intervention associated with this event. No additional information is available.